Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: 8627l18, neuro pump; implant: (B)(6) 2000, explanted: (B)(6) 2009 ; model: 8703w, catheter; implant: (B)(6) 2000; model: 8637-20, neuro pump; implant: (B)(6) 2009. (B)(4)

Event description:
It was reported by the patient that their right ventricular (rv) lead was "faulty." The lead has been removed and replaced. No patient complications have been reported as a result of this event.